Event description:
It was reported that during a distal tibia fracture procedure, the surgeon was placing one of the last 2.7mm locking screws into the 2.7/3.5mm lcp anterolateral distal tibia plate and the screw went through the hole. The screw was removed and discarded. The surgeon used another screw to complete the procedure with no adverse effect to the patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 2 for complaint file (B)(4).